Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump will prime, but no feed comes through". They stated that the pump was programmed by the dietician, that it was able to prime, but then when it was "time to infuse, no feed comes through". The initial reporter also stated that the patient did not experience any adverse effects due to this complaint. (B)(4).